Manufacturer narrative:
(B)(4). Report source: (B)(6). The product has not been returned as it remains implanted. The complaint was confirmed from review of provided x-rays. Review of the provided x-rays by a third party hcp identified the following: all images demonstrate a well defined periprosthetic lucency inferior to the medial portion of the tibial plate which extends anterior to posterior, but is more prominent along the posterior surface. Measurements cannot be made but it can be estimated at about 2-3 mm. No devices were received; therefore the condition of the components is unknown. Review of DHR found no deviations and anomalies. Root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported that a patient underwent right total knee arthroplasty and subsequently, the patient continued to experience discomfort and pain. X-rays revealed that there was relaxation of the prosthesis. The patient was later revised.